Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of high blood glucose readings, damage, button error and loose drive support cap from the insulin pump. The customer's blood glucose reading was 356 mg/dl. The customer stated that she ate a salad and her blood glucose went up to 400 mg/dl. The customer had symptoms such as thirst and nausea. The customer treated with manual injections. The customer reported that the drive support cap was loose. The customer stated that the bottom of the pump was sticking out and the dome label sticker looked burnt. The customer stated that the label on the back of the pump is yellow. The customer declined the high pressure test. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No damage noted on keypad traces. The keypad connector on the j2 lcd was locked. The drive support disk was inspected and no anomaly was noted. All buttons function properly. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained address serial number label. The insulin pump was returned missing the end cap sticker; unable to verify burnt sticker.